Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, the RMA was authorized due inconvenience to the user as the sensor performance or the insertion location could have caused poor glucose performance. Upon receipt of the RMA, it was found the sensor's hydrogel was damaged before the qc, the in-house testing results are inconclusive, and not useful to confirm the customer's complaint. No further in-house testing is possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D2. Product code updated to qhj. D9. Device available for evaluation? Yes, 24 march 2022. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated 4307.